Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. A pump system check was performed and the pump performed as intended. No damage to the cannula was noted. During the system check the customer changed their infusion set and infusion set site successfully resuming insulin delivery. Additionally, the customer received a valid incomplete bolus alert. The customer's blood glucose(bg) level was 517mg/dl and a manual injection was administered to address the bg level. After contacting tandem technical support, the customer changed their cartridge and did not receive any additional occlusion alarms.